Event description:
It was reported when using the pyxis medstation es system drawer latch was broken. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the auxiliary drawer 4.1 unable to be opened. A field service engineer replaced the plunger pin in order to resolve the issue. This work was recorded in work order (B)(4). The system functioned as intended after the field service engineer troubleshooted the device.